Manufacturer narrative:
The device was received deployed with the soft cannula visible in the bottom housing window. After investigation of the needle mechanism, no issues were found that would result in the soft cannula failing to deploy as intended. The soft cannula measured the correct full length according to specification and did not appear damaged. Although no problem was found with the device, it could not be determined when the soft cannula deployed and the cause of the reported failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula partially deployed, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.